Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
The procedure was an endovascular procedure to treat critical limb ischemia. An unexpected anterior tibial artery rupture occurred during angioplasty. Balloon tamponade of the site was performed and the bleeding resolved; however, a focal pseudoaneurysm remained and placed the patient at risk for future bleeding. A 3.0 x 26 mm graftmaster was implanted; however, persistent filling of the pseudoaneurysm was present; therefore, a 3.0 x 19 mm graftmaster was implanted proximal, overlapping the first implanted stent. The perforation was ultimately repaired with the use of two overlapping graftmaster stents. Upon completion, there was no further extravasation and vessel patency was maintained. Later in the day, the patient was discharged home in stable condition. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation and there were no reported device deficiencies. The nonconforming material record (ncmr)/exception review and similar incident query for this incident was not performed because there was no reported deficiency or failure with the device. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the otw graftmaster instructions for use (IFU), states: the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. In this case, it is unknown if the treatment outside the indication contributed to the reported event.

Event description:
Subsequent information reported that the perforation was large and the physician knew more than one graftmaster stent would be needed. The 3.0 x 26 mm graftmaster was successfully deployed. As expected, the stent was not long enough to seal the entire perforation. The 3.0 x 19 mm graftmaster stent was then deployed and successfully sealed the remainder of the perforation. There were no device issues. There were no patient complications and no clinically significant delay in the procedure. No additional information was provided.